Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose level of over 200 mg/dl on (B)(6) 2025. Also, the patient was sick, unwell, tired, weak, altered vision, frequent urination. The patient went to hospital on (B)(6) 2025 at 2:00 pm for less than twenty-four hours. The high blood glucose was treated with insulin pump, manual injection and insulin pen. No further information available.